Event description:
On (B)(6) 2013, the patient contacted animas alleging that she had been experiencing erratic blood glucose (bg) related to the ok keypad button not responding properly. The patient had contacted animas twice prior to report the button issue, and the patient was instructed by customer technical support (cts) to go on a back-up plan until the pump could be replaced. The patient continued to use the pump and reported subsequent bg excursions. The patient reported a bg on (B)(6) 2013, up to 780mg/dl, with feeling weak and tired, thirst, and increased urination. The patient stated she had not contacted her healthcare provider (hcp) because he was out of the office. The patient did mention that she had also been dealing with an illness. The patient was advised to seek medical attention. On (B)(6) 2013, cts followed up with the patient, and the patient reported a bg of 345mg/dl with weakness, vision difficulties, and frequent urination. The patient noted that she did see her hcp on (B)(6) 2013 and was given an antibiotic and pain medication for an infected throat. The patient noted that she had a fever. The patient stated the hcp recommended the pump be replaced. The patient stated that when the ok button does not respond and therefore, does not allow her to deliver a bolus, she gives herself a bolus of the same amount recommended by the pump via syringe. The patient confirmed that the time and date were correct and the basal rates were correct. The patient denied any alarms or warnings. Additional troubleshooting could not be completed due to the ok button not responding. The patient was advised to come off the pump and go to an alternate form of insulin delivery until the pump could be replaced. The patient noted at the time of this follow-up that the elevated bgs were due to illness. On (B)(6) 2013, the patient contacted cts stating that her bg goes low with semi-consciousness due to insulin shock when she has to give a bolus by syringe due to the ok button not responding. The patient did not provide bg values for the low bgs. The patient also alleged that the elevated bgs previously reported were also due to the ok button not responding. The patient was again instructed to come off the pump and move to an alternate form of insulin delivery. This complaint is being reported based on the allegation that the patient experienced erratic bgs related to the ok keypad button not responding as expected. It is unclear at this time if the alleged high bgs were solely due to illness or if they were also related to the alleged button issue. Use error cannot be ruled out as a cause or contributor in the reported bg excursions, as the patient was aware of the alleged malfunction and continued to use the pump despite being instructed to come off the pump on multiple occasions.

Manufacturer narrative:
The alleged ok keypad button issue was previously reported on medwatch report #s 2531779-2013-11441 and 2531779-2013-14739. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.